Manufacturer narrative:
Supplemental: additional information was received via good faith effort by sales representative which confirmed this event no longer meets reporting criteria for the device in question. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a patient interrogation, this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements in the right ventricular (rv) lead. Technical services (ts) reviewed the data and gradual rise was encountered with no noise. The rv lead and ICD remains in service. No additional adverse patient effects were reported. Additional information was requested and to sales representative confirmed no out of range shock impedance were encountered. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a patient interrogation, this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements in the right ventricular (rv) lead. Technical services (ts) reviewed the data and gradual rise was encountered with no noise. The rv lead and ICD remains in service. No additional adverse patient effects were reported. Additional information was requested to better understand the outcome of this event.